Event description:
As reported: "it was reported that a loosening of the components was detected, and it was wearing a locking cap that is supposed to lock the components. After approximately 8 months of initial surgery, the patient noticed a ¿click¿ and they went to the emergency room, where they underwent an x-ray showing the disassembly of the implant. However, it was not until (B)(6) 2024 that they were seen by a traumatologist who knew about the implant and was the one who detected that the condition of the stem was not where it should be. The initial surgery was on (B)(6) 2023 and a torque screwdriver was used to ensure that the tightening torque was done with the necessary force. The initial surgery was completed successfully without anything to report."

Manufacturer narrative:
The reported event could be confirmed, based on the medical expert opinion and since the product was returned for evaluation and matches the alleged failure mode. A review of the x-rays by the medical expert stated; ¿the device was used as intended but the fracture was not healed indicating non-union. Since the proximal part of the body is not supported by stable bone connected by diaphysis therefore, the proximal body, spacer and screw appears to be untwisted. The reason behind the failure is non-union of proximal humeral fracture.¿ a review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material, manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. Based on investigation and formal medical expert opinion, the root cause was attributed to patient related issue. The non-union of the proximal humeral fracture led to the disassembly of the components. If any further information is provided, the complaint report will be updated.